Manufacturer narrative:
It was reported that the customer's fingers got caught between the seat and the side panel causing multiple finger fractures to both hands. The customer reportedly had to see a hand surgeon. No additional patient information is available. The facility has a number of chairs in their storage room and does not know which chair was involved in the reported incident. Three wheelchairs from this facility were evaluated and no manufacturing defects were identified. Due to the reported incident and subsequent need for surgical intervention, this medwatch is being filed. Should additional relevant information become available, a supplemental report will be submitted. Evaluation codes: contained incorrect code in original report.

Event description:
Customer caught fingers between the seat and the side panel causing a fracture to the finger.